Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that when the kit was opened they found the lidocaine ampule was broken inside the tray. A second kit was opened and used successfully. There was no delay in treatment and no patient death or complications reported.